Event description:
Patient self-tester reports protime inr 2.4 vs lab inr 3.1. Patient therapeutic range 2.0 - 3.0 inr. No reports of adverse events, serious injury, or interventions.

Manufacturer narrative:
Manufacturer evaluation / investigation pending product return from user facility.